Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power or low battery noted. However, the device alarmed motor error during the basic occlusion and also alarmed during the prime test as a result of a protruded/loose drive support disk. The device had scratched lcd window, cracked battery tube threads and broken belt clip slot at the battery tube thread area.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 248mg/dl. The caller also mentioned getting off no power alarm. The customer changed the battery twice and received battery alerts. No further information was provided.